Event description:
During a surgical procedures for bilateral ex-fixation of upper extremities, the left arm was completed. During the procedure to the right arm, the surgeon was using a holman retractor on the humerus when he felt a pop. The tip of the holman had broken off and became retained under the patient's right upper arm. The surgeon was unable to remove the tip of the retractor and decided to leave it in due to the potential risk of injury to the radial nerve.